Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6010288, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010288 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 15-nov-2024, with a total of (B)(4) units. The sub-assembly: assembly. Lot 4l01684 was manufactured according to the wi version 27 and assembled in the quickset line, on 14-nov-2024, with a total of (B)(4) units. Lot 4l01685 was manufactured according to the wi version 27 and assembled in the quickset line, on 15-nov-2024, with a total of (B)(4) units. Lot 4l01686 was manufactured according to the wi version 27 and assembled in the quickset line, on 15-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing. The lot 4l01810 was manufactured according to the wi version 42 and manufactured in the line mp04, and mp08, on 12-nov-2024, with a total of (B)(4) units. The lot 4l00866 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 10-nov-2024, with a total of (B)(4) units. The lot 4l00864 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 07-nov-2024, with a total of (B)(4) units. The lot 4l00863 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 06-nov-2024, with a total of (B)(4) units. The lot 4k06568 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 05-nov-2024, with a total of (B)(4) units. The lot 4k05680 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 30-oct-2024, with a total of (B)(4) units. The lot 4k05679 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 29-oct-2024, with a total of (B)(4) units. The lot 4k06701 was manufactured according to the wi version 42 and manufactured in the line mp08, on 06-nov-2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in argentina. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose levels was 390 mg/dl at the time of event and patient got treated with pump therapy- correction bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.